Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range (oor) impedance and inadequate threshold measurements at implant. The device was implanted and remains in service. An invasive procedure was performed to reposition the rv lead. No adverse patient effects were reported.